Event description:
Hours after the catheter was inserted, the nurse detected phlebitis near insertion point. Naci was used, no antibiotic.

Manufacturer narrative:
The sample is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)